Event description:
It was reported that during a pulmonary lobectomy procedure, there was no proper functioning of stapler that "locked" in the structure and did not allow reopening. The procedure was converted to open procedure for that reason. The product had a malfunction.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: when the device have issues, what structure was the stapler on? Did stapler staple and cut? What trouble shooting steps were taken to open the device? How was the device removed? How was the case completed? Current patient status?